Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that before use, there was leakage from the bd plastipaktm syringe. There was no report of injury or medical interventions.

Manufacturer narrative:
No samples nor pictures have been received for investigation. Twelve retained samples of lot 1701220p are evaluated. On visual inspection of these twelve retained samples, no damage or molding defect can be observed in any of them that could have caused the alleged defect. The stopper is correctly assembled to the plunger in all of them. DHR of lot 1701220p has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process mechanical leak test is performed to every syringe on the assembly machine; in case it fails the defective sample is rejected automatically to scrap. Leak test is performed with the 12 retained samples of lot 1701220p no leakage happens. The syringes are disassembled not observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. This issue is not related to a manufacturing defect. The stopper is correctly assembled and no defect has been found in any of 12 retained samples that could cause leakage. Corrective action CAPA (B)(4) is open to investigate the root cause and reduce the occurrence of this defect.